Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd cassette reservoir, leak was noted between the cassette and the pump. No patient consequences were reported, and no adverse effects were reported.